Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: battery alarms and pump reboot events were observed in the pump's black box on (B)(6) 2015. There was a battery compartment crack observed below the grip pad. There was evidence of moisture contamination on the underside of the battery cap. The cartridge compartment was cracked in the thread area. The pump's current draws were within specifications. Unrelated to the initial allegation, the display screen was dim and discolored. The keypad buttons were found to be under-responsive. Contamination was found on the keypad button contacts.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.